Event description:
A nurse reported to baxter (B)(4) that the patient connector was not connected to the titanium adaptor well. The customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a patient connector of a transfer set was confirmed during the sample evaluation. Two used sets were received with no cap on spike and no cap on patient connector in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally the sets were hand tightened with a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. A follow-up report will be filed should additional information become available.